Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastro-intestinal bleed using pod4s. During the procedure, while advancing a pod4 through a non-penumbra microcatheter, the physician experienced resistance and the pod4 was unable to fully advance through the microcatheter. Therefore, the pod4 was removed and the procedure was completed using micro vascular plugs. There was no report of an adverse effect to the patient.